Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that their evis exera iii colonovideoscope device had poor flow from the main air/water system. Upon inspection and testing of the returned device on 06 sep 2023, it was discovered that there was foreign material clogging the nozzle of the device. The material was described as being dark and rubbery, and did not seem to have come from the device itself; the material could not be removed. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer later reported that, prior to any maintenance, the endoscope is cleaned and disinfected according to the instructions for use, unless this treatment is made impossible by the condition of the device (for example a leak noted at the time of the tightness test) requiring the endoscope to be reported as soiled and potentially contaminated. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The material was described as being black and rubbery. The customer's originally reported issue of poor air/water supply was confirmed. The following additional findings were also noted: insertion tube insulation near threshold value, bending angulations out of specification, angulation knob felt too stiff, and bending tube worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.